Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was bumped and subsequently a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was between 310-330 mg/dl.